Manufacturer narrative:
The insulin pump was received with no button response, fault isolated to the keypad assembly. Unable to perform the self test, and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 415 mg/dl and 58 mg/dl. The customer reported that the toggle button doesn't work, the select button doesn't work and the arrow buttons don't work during bolus. It was reported that the customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.